Manufacturer narrative:
The referenced device was returned to the olympus service center for evaluation. The customer¿s reported problem was not confirmed as the lamp error was not duplicated.the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer video system center reportedly had a lamp error occurred, and the lamp was a bit dark during a preparation for use. The content of the error displayed is unknown. The device was replaced with another, and the planned procedure was completed. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information in b5 that was obtained from the customer.

Event description:
Additional information was received from the initial reporter noting the event (lamp error occurred, and the lamp was a bit dark) occurred during preparation for use of a diagnostic procedure. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as correction to g2 and h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (lamp error/illumination dim) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.